Event description:
I have had several health issues starting three years after I got my breast implants. I have been hospitalized for so many things over the past 10 years and they always tell me my liver is bad, which I don't drink alcohol. I have terrible migraines, bones deteriorating, skin discoloration, carpel tunnel which they can't figure out from what has I don't use my hands everyday like most carpel tunnel pts. I got restless leg so bad three years ago, and I'm allergic to all medicines that help it but gabapentin, which is terrible for me. My teeth are deteriorating. This has been the last 5 years. I watch my intake of sugar and take very good care of them. The dentist says they are just not staying clean from bacteria have continuous yeast infections and ph imbalances. Again, my body will not fight off bacteria like a normal person without implants. I explanted less than a week ago, and a lot of the symptoms are already clearing. My restless leg is almost 100% gone. I have suffered from this for so long it has affected my job and my life because it gets so bad I can't sleep or have to take such strong dose of gabapentin. I can't function the next day. It gets to where I can't even afford to go and when I do, they tell me they can't find out why my legs and swelling or other things are wrong.